Manufacturer narrative:
There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17673754l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an ablation procedure for idiopathic right ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and a surgical intervention. Halfway through the case, after 2 ablations, an effusion was detected. Pericardiocentesis was performed, but the bleeding continued. Patient was transferred to the operating room for surgical repair of the perforation. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. Medical history includes ¿pul¿ (undefined) and coronary stents. It was noted that the event occurred during mapping phase and was detected after ablation. Contact force did not exceed 12 grams during the procedure. Factors cited that may have contributed to the adverse event include the left anterior descending (lad) coronary artery stent. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. No transseptal puncture was performed. Sheath was a 9 french (brand unspecified). Generator was set on power control mode at 25 watts. There is no further information regarding generator settings or power titration. There is no information regarding overall ablation time or last ablation cycle time at the site of injury, as no ablation was performed at the site of injury. Irrigated catheter flow was set at 2 ml/min during mapping and 8 ml/min during ablation. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for idiopathic right ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter. Halfway through the case, after 2 ablations, an effusion was detected. Pericardiocentesis was performed, but the bleeding continued. Patient was transferred to the operating room for surgical repair of the perforation. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. It was noted that the event occurred during the mapping phase and was detected after ablation. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. Then, the catheter outer diameter was measured and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/19/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).